Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2013007. A 42 events were reported for this quarter. For the 35 breakage events; 21 devices were received for evaluation. A 21 were confirmed broken due to unintended user error fourteen devices were not received; 13 devices were not received; no further evaluation was possible. One device was not received; however, a photograph of the device confirmed the reported event of breakage; no further evaluation was possible. There were no remedial actions taken. These devices are labelled for single-use. For the 7 sterility events; 7 devices were received for evaluation. Six events confirmed for hole in the pack due to damage occurring during distribution or storage. One device confirmed to have a hair in the pack due to human factors issues. There were no remedial actions taken. These devices are labelled for single-use.

Event description:
This report summarizes 35 malfunction events in which the device broke during use. There was patient involvement in 35 events. There was no patient impact in 35 events. Eighteen events occurred during a total knee procedure; 5 events occurred during an anterior cruciate ligament (acl) procedure; 2 events occurred while splitting a bone graph; 3 events occurred during a total hip procedure; 1 event occurred during a femoral osteotomy procedure; 1 event occurred during a ulnar osteotomy procedure; 1 event occurred during a amputation procedure; 4 events occurred during a surgical procedure. This report summarizes 7 in which there was a potential sterility breach on the packaging of the device. There was patient involvement in 2 events. There was no patient impact in 7 events. Six events were for a hole in the pack; 1 event was for a hair in pack.